Event description:
Customer reported experiencing multiple cartridge change errors, which led to an increased frequency in changing cartridges and using more insulin than necessary. There was no adverse impact to the customer's blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.